Manufacturer narrative:
Concomitant medical products: 511211, lead, implanted: (B)(6) 2020; 511211, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing rate lower than the programmed lower rate. It was further noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) following ventricular and bi-ventricular pacing events. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.